Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger product ID 97745 lot# serial# (B)(6) product type programmer, patient product ID 97745ac serial# unknown product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that no anomalies were found. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that re charging the ins wasn't going very well. Patient (pt) stated that the ins would be recharging with the green light flashing on the controller above the screen, however it was taking an incredibly long time to recharge the ins. Pt then stated that the recharger (rtm) would get very hot while recharging the ins. The pt stated that now the ac power supply was "officially" not working to recharge the controller and that the controller was one hundred percent dead. Pt stated that the ac power supply green light was illuminated, however the green light above the controller screen would not illuminate when the controller was connected to the ac power supply. Pt stated that the green light above the controller screen would come on however when they were recharging the ins with the rtm connected to the controller. Pss had the pt remove the battery pack from the controller and connect the controller to the ac power supply without the battery pack inserted; pt stated that the controller did not power on. No symptoms were reported. Patient called stated she received new rtm, controller and ac power cord. Patient stated she met with rep for programming and waited to see how the ad justment is working. Patient stated the setting is not getting the job done and she is not able to increase the power. Patient stated she charge the ins every 3 nights. Patient connect with the controller and controller shows ins 50%, controller 100% charged. Ps reviewed ps role and recommend patient consult with hcp ofc and rep for next steps. Patient said she will text rep. Additional information received from the patient reported that after they met with their physician, electrode 11 and 12 were not working. Patient needed new programming. The doctor said to work with the mdt rep. The patient reported that the issue have been resolved. The patient stated that " nothing feels as good as electrode 11 and 12 programming" additional information was received from the patient. Patient stated their old recharger used to get hot.